Event description:
It was reported that during the implant procedure while placing the right ventricular (rv) lead, the lead exhibited high pacing impedances. The lead was removed, and an insulation breach was observed. A new lead was successfully implanted. There were no consequences to the patient.